Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned steelcore guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis could not confirm the reported resistance with the guide wire and the lesion. The outer diameter of the guide wire was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the heavily calcified lesion. Factors that may contribute to the inability to remove the guide wire from the vessel may include, but not limited to, patient anatomical morphology, lesion characteristics, and/or wire manipulation technique. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the vessel can be reduced to an undesirable level and cause resistance. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, the second lesion was described as heavily calcified which could have contributed to the difficulty as explained above. Analysis also noted that the core was separated, distal to the center solder. The separated portion was returned intact to the tipball. The tip coils were completely stretched out. There was a bend in the core, distal to the separation. The noted stretched tip coils and bend in the core appear to be the result of the noted guide wire separation. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload. Portions of the fracture were smeared or covered with products on the surface. Protected regions of the fracture revealed fine dimples. Secondary cracks were observed along the surface. A guide wire separation of this nature may occur when the core is subjected to tensile or torsional loads beyond its design limits causing the distal end to detach. A guide wire being over pulled or over torqued would required the tip to be trapped within the lesion anatomy or another device to create the required forces to damage the guide wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the separation. In this case, the second lesion was described as heavily calcified and there was resistance felt during procedural advancement of the guide wire which could have contributed to the separation noted. There was no damage reported during inspection prior to use, but breakage was reported during attempts to remove the guide wire from the anatomy causing the guide wire to be more vulnerable to separation once force was applied to it. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported failure to cross the lesion, inability to remove the guide wire from the vessel and the noted guide wire separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the lower extremity had two lesions. One at the start of the posterior tibial artery which was mildly calcified and the other at the extreme end of the same which was heavily calcified. The steelcore lt crossed the initial lesion very easily but could not pass through the second lesion. The physician tried some maneuvering, however, the guide wire got caught in the lesion and when the physician tried to pull the wire out it started breaking. After additional manipulation the guide wire was removed from the anatomy in one piece. A non-abbott wire was used to cross both lesions successfully and a 2x60 fox sv was used in the procedure to achieve the desired result. The patient was reported as doing fine. There was no clinically significant delay in the procedure. No additional information has been provided.